Event description:
It was reported that during a knee arthroscopy meniscal suture surgery, when the fast-fix 360 suture needle was inserted into the meniscus, the device was actuated and the two implants (t1 and t2) were deployed. Implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d9: updated, device received h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the depth gauge has been moved from manufacturer position, both ts have been deployed and the actuator was positioned in the first deployment position. The needle appears to have the appropriate curve. A functional evaluation revealed that the device works according to manufacturer specifications. The deployment knob deployed as intended although no t's could be deployed due to not being in device. The actuator moved appropriately and the depth gauge functions as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, when the fast-fix 360 suture needle was inserted into the meniscus, the device was actuated and the two implants (t1 and t2) were deployed. Implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.